Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the asp where the reported issue its alarm not functioning as intended was initially confirmed, however, during subsequent testing of the device the issue could no longer be duplicated or confirmed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's alarm was not working as expected. The asp later advised that the patient circuit disconnect alarm was not displaying on the screen during testing. There was no patient involvement associated with the reported event.